Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, h4. The device was returned to olympus for inspection and the reported failure of distal end peeled off was confirmed. Based on the results of the investigation, it is likely stress problems that lead to the malfunction. The most probable cause could be traced to known inherent risk of device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported peeled off distal end during preparation for use involving an olympus deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.